Event description:
The customer reported the subject device did not display an image. There was no patient or user injury reported due to the event. Additional details were requested regarding the reported event; however, no further information was provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service could not confirm or reproduce the customer¿s reported image issue. Service found the adhesive on the bending section cover had chipped, the scope connector label was peeling, and the video connector casing was deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, an electrical board inside the video connector unit, or a problem on the system side. Olympus will continue to monitor field performance for this device.